Event description:
It was reported the patient lost stimulation in both of their legs approximately two weeks prior to this report. Reprogramming, impedance testing and x-rays were done. An impedance test found electrodes 5 and 8 through 15 were high with impedances of 10,000 ohms. X-rays were done on the date of this report. The patient was reprogrammed and they were only able to single sided coverage. Reprogramming was unable to cover the patient¿s worst side of pain. The patient did not have any recent falls or trauma. The cause of the high impedances was not determined and no lead fractures were noted. A revision was completed on (B)(6) 2014. The implantable neurostimulator and both extensions were replaced during the revision. Following the revision impedances were all within normal range and the patient was getting excellent bilateral coverage post operation.

Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the extension, s/n (B)(4), found the conductor straight wire was broken in the body. All wires were broken 15.8cm from the distal end. Analysis of the extension, s/n (B)(4), found the #0 wire was broken 19.2cm from the distal end. Analysis of the ipg, s/n (B)(4), found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.